Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to broken femoral head. (Right). Pulled stryker dual mobility and liner and replaced. Our head replace with 28mm. Metallosis, solid attempt was made to pull the neck with no success. Culture taken.